Event description:
In this event it is reported that ah plus export 3ml china that was used in treatment the patient experienced burning sensation on the upper lip and swollen gums. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Investigation: retain: a customer sample was not sent. Further testing will be carried out on the retained sample. The material identity of the tubes ("amin & epoxid") corresponds to the reference samples. The consistency and the setting behavior of the material are okay. No abnormalities. The assessment is not applicable to this complaint. DHR: DHR of the complained batch was checked. There were no abnormalities in the DHR.